Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received. A new cartridge was loaded to address the current inaccurate fill estimate and an accurate fill estimate was received. The customer's blood glucose level ranged between 105-131 mg/dl.